Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing was noted on stored episodes on a remote monitoring transmission. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.